Event description:
A pt had good occulsion, implant integrated, everything fine until august, implant became mobile, no infection, tooth site #30. Pt showed no symptoms. Dr. Finds no reason for failure, there was plenty of bone. Pt same pt as prior MDR report #m589905.